Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks on the hypotube. The balloon was loosely folded. There was blood and contrast in the inflation lumen and blood in the guidewire lumen. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected 4mm distal of the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified coronary vessel. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified coronary vessel. A 3.50 mm x 12 mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No patient complications were reported.